Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family reported via phone call that the customer experienced low blood glucose level. Customer¿s blood glucose level was 23 mg/dl at the time of incident and treated with food. Customer was neither in emergency room nor admitted into hospital, nor was emergency medical services dispatched as a result of low blood glucose. Customer not alleging that the insulin pump was over delivering. Customer was advised to monitor insulin pump and blood glucose. Suggested to call health care professional to discuss possible causes of low blood glucose. The insulin pump will not be returned for analysis.